Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
On (B)(6) 2020: per mw5095327. Incident report: there was a blue plastic piece to the rumi while performing uterus manipulation during a robotic hysterectomy, the plastic piece broke and caused all the metal pieces to disperse and break off and fall apart. ( the plastic piece holds all these pieces together). The tip was stuck on the disposable rumi piece and we couldn't locate all the pieces to ensure there wasn't an rfo. FDA safety report ID#(B)(4). Update 08.24.2020- follow-up response stated as follows- no adverse effect/patient injury. No additional medical attention was needed. No fragment left in the patient, no extra steps to complete the procedure. There was delay in the length of the case d/t the fact that the broken piece on the rumi was not allowing the rumi to work properly and so it took longer for the procedure. Took some time also once the uterus was removed, to locate all the pieces to the rumi since it broke off and essentially fell apart. One of the pieces stayed attached to the disposable rumi portion that gets thrown out. Had to dig thru the trash to find it. Reference e-complaint-(B)(4). Uterine manipulator tip b umb678 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
22 aug 2020 per mw5095327. Incident report: there was a blue plastic piece to the rumi while performing uterus manipulation during a robotic hysterectomy, the plastic piece broke and caused all the metal pieces to disperse and break off and fall apart. ( the plastic piece holds all these pieces together). The tip was stuck on the disposable rumi piece and we couldn't locate all the pieces to ensure there wasn't an rfo. Update 08.24.2020: follow-up response stated as follows- no adverse effect / patient injury. No additional medical attention was needed. No fragment left in the patient, no extra steps to complete the procedure. There was delay in the length of the case d/t the fact that the broken piece on the rumi was not allowing the rumi to work properly and so it took longer for the procedure. Took some time also once the uterus was removed, to locate all the pieces to the rumi since it broke off and essentially fell apart. One of the pieces stayed attached to the disposable rumi portion that gets thrown out. Had to dig thru the trash to find it. Reference: (B)(4). Uterine manipulator tip b umb678 (B)(4).

Event description:
Report submitted by csi rep. Incident details- "I had two separate doctors say that the handle on the delineator broke into two pieces. I saw it myself, this occurred perioperatively and they had to take them out of the patients and insert a new delineator."report stated there was "abrasion on rumi cup kcp-40-2". Highlights provided in follow-up questionnaire. Description of test set up: occluder was attached onto the rumi handle. Afterwards the tips were inserted at the handle. Finally the kon cup kcp. The balloon was filled up with nacl water. Everything according to the scheme and no complication occurred. Event occurred during operation. After the surgery, a complaint was filled in by the sterilization department. Rumi cup is very used, particles come off. Account advised lot/serial number could not be provided and product will not be returned for evaluation. Ref: (B)(4). 1216677-2020-00199, koh cups 4-0cm ultem 2 kcp-40-2, (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
On 22 aug 2020: per mw5095327- incident report: there was a blue plastic piece to the rumi while performing uterus manipulation during a robotic hysterectomy, the plastic piece broke and caused all the metal pieces to disperse and break off and fall apart. ( the plastic piece holds all these pieces together). The tip was stuck on the disposable rumi piece and we couldn't locate all the pieces to ensure there wasn't an rfo.FDA safety report ID #(B)(4). Update 08.24.2020- follow-up response stated as follows: no adverse effect/patient injury. No additional medical attention was needed. No fragment left in the patient, no extra steps to complete the procedure. There was delay in the length of the case d/t the fact that the broken piece on the rumi was not allowing the rumi to work properly and so it took longer for the procedure. Took some time also once the uterus was removed, to locate all the pieces to the rumi since it broke off and essentially fell apart. One of the pieces stayed attached to the disposable rumi portion that gets thrown out. Had to dig thru the trash to find it. Reference e-complaint: (B)(4). 1216677-2020-00198; uterine manipulator tip b umb678; e-complaint: (B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation. X-no sample returned, analysis and findings: e-complaint: (B)(4). Was the complaint confirmed? No. Distribution history: the complaint products were manufactured at csi. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was not returned to csi. Visual evaluation: an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. Coopersurgical will continue to trend this complaint condition. No further corrective actions necessary. No further training is required since the complaint was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.